Event description:
The customer reported the system was displaying communication failure error messages. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery on the generator interface board was replaced, the software was reloaded and the mainframe voltage was adjusted. The system was tested and found to be working as intended and put back into service.